Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during visual inspection, the keypad had no tearing or peeling. When pump was tested, all the keys functioned without needing excessive force and had normal spring back. Investigation was unable to duplicate the customer complaint. The keypad cover was removed for investigation with no evidence of contamination under keypad contacts. Investigation did not duplicate the keypad complaint and the pump was found to be working within required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.